Event description:
It was reported that the bed alarm did not go off. It was further reported that the patient fell, but it was confirmed that there were no adverse events. The devices are currently pending evaluation and the model and serial number have not yet been provided.

Event description:
It was reported that the bed alarm did not go off. It was further reported that the patient fell, but it was confirmed that there were no adverse events. It was communicated from the stryker sales account manager that although the customer was unable to identify the serial number, the stryker field service representative evaluated all of the procuity units at the account and was unable to identify any issues with the units that would cause the bed exit alarm to not go off, resulting in the clinician not being alerted of the patient fall.

Manufacturer narrative:
A stryker field service representative evaluated all of the procuity units at the account and was unable to identify any issues with the units that would cause the bed exit alarm to not go off, resulting in the clinician not being alerted of the patient fall.